Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Hôspital (B)(6).

Event description:
It was reported that the electromagnetic interference causing a disturbance in the waves and graphs produced by the cardiac output in a hemodynamic extension. The device was in use at time of event, it is unknown of any patient harm at time of report.

Manufacturer narrative:
Philips remote clinical support spoke to the customer and advised them to use the c.o signal module vs. C.o. Port on the hemodynamic extension. The customer confirmed that this resolved the issue, however the delay between the two c.o. Measurements performed on different devices was about 4 hours. The philips clinical applications specialist (cas) indicated that the port on the hemodynamic extension is not properly insolated from interference from other wires in close proximity. In an intensive care unit or a hemodynamics lab, a lot of interference comes from many & varied sources. The customer confirmed that using the co signal module instead of the c.o. Port on the hemodynamic extension improved the disturbance on the signal/curves. H3 other text : communication between customer.